Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with stage 2+ diffuse lamellar keratitis in the left eye (os). An oral steroid (medrol) was prescribed and topical steroid dosage was increased. A flap lift and rinse was performed. Patient did not experience a loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2020: right eye pre-op 20/20 -6.50 x .00 x 90, left eye pre-op 20/20 -6.25 x -1.00 x 45.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.